Event description:
It was reported that patient 's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. Patient experienced discomfort. Upon review, it was found that patient's ICD was in backup mode. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. The reported event of inappropriate shock could not be confirmed. Device analysis found that the device performed numerous high voltage charges within a short period of time due to the patient¿s rhythm, which resulted in resets from the high voltage controller integrated circuit and caused the device to enter into backup mode. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The cause of backup operation was consistent with an integrated circuit anomaly.